Event description:
It was reported that while using the temporary pacemaker on a patient, the health care professional noted that the temporary pacemaker "failed" two times. Another temporary pacemaker was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found "corroded battery contacts" and a "loose patient front cover." Analysis could not duplicate the complaint.